Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single pt that was generated by the unicel dxl 800 access instrument. The initial accu tnl result was 1.27 ng/ml. The customer re-tested the pt original sample for accu tnl, and the result was 0.39 ng/ml. The customer re-tested the pt original sample for accu tnl 2nd time, and the result was 0.96 ng/ml. The accu tnl results obtained in this event were not reported out of the lab.